Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash under the lifevest. The patient reported that they had visited their doctor and was instructed to use a cortisone cream. During a follow up call, the patient reported that their irritation was improving. There was no allegation that a device malfunction caused or contributed to the reported skin irritation.